Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the outcome was resolved on (B)(4) 2018.

Manufacturer narrative:
Other relevant devices are: product ID: 388928, lot#: 0208988482, ubd: 2018-11-12, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via manufacturer representative from a clinical study reported a clinical patient had a return of urinary incontinence/sondage and stimulation effect decrease. It was unknown if any factors led to the reported event. No diagnostics/troubleshooting was performed. No action taken yet. The issue was not resolved at the time of the report. The event was assessed as not serious, not related to procedure, and related to the stimulation. The patient¿s medical history included neurologic urinary retention/incontinence due to perineal trauma since 2010. The event was noted as ongoing. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0208988482, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that actions or interventions were not yet taken or planned. The event was assess as related to the stimulation being less effect. The event remains ongoing. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that reprogramming was performed.